Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with a dislodged right atrial lead. It was noted that there was also capturing and sensing issues in the right atrium, as it was instead sensing and pacing in the ventricle. The lead was successfully repositioned on (B)(6) 2021. There were no patient consequences.